Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the pump was returned to mmdg, the platen door was found to be bent, causing the pump to fail the 40 psi test, which is used to check for free flow. The pump will be serviced to correct the problem.

Event description:
The initial reporter reported that the pump had a damaged key pad. They stated they discovered it during testing. When the pump was returned to mmdg for evaluation, the pump was found to have a bent platen door and failed the 40 psi test that is used to check for free flow. (B)(4).